Manufacturer narrative:
There was no testing performed as the customer informed philips the issue was resolved and asked to cancel the case. A good faith effort (gfe) conducted confirmed the system is a (pscn) philips supplied clinical network. The biomed informed that there were five telemetries devices not registering. Four of these devices had dead batteries. The issue on the fifth one, was due to patient removal from the transmitter, but never discharged in the system, because the piic workstation was down. The workstation was connected into the same electrical circuit as the ups and spot cooler ac unit in the customer closet. During a power outage, the generator tripped the outlet. The ups that powered a switch for the central went into failure mode. Once the biomed restarted the ups/power cycled, the system came back up. Results of functional testing indicate no device malfunction. Based on the information available, the cause of the reported problem on four transmitters, was a dead battery and the fifth one was due to a power outage. The reported problem was confirmed. The device was operational after repairs were completed by the biomed, and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation

Event description:
The customer reported that telemetry system lost all monitoring. Missing 5 access point controllers.patient involvement is unknown. There was no report of patient or user harm.